Manufacturer narrative:
The reported 2.9 osteoraptor anchor assembly for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied. Off axis insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure when inserting, the assistant surgeon hit on the hammer and the anchor screw bent and then it broke inside the patient. The procedure was completed with a backup device with no delay or patient injury reported.